Manufacturer narrative:
An internal investigation was conducted by biomerieux. Data log files from the vitek® ms instrument were analyzed. As a result of the data log analysis, a field service engineer was sent to the site and determined that the mis-identification was caused by the instrument needing a fine tuning. The engineer performed the fine tuning and instrument is now performing as intended.

Event description:
On (B)(6) 2015, a customer reported to biomerieux that they obtained a discrepant identification result when using the vitek® ms instrument. The vitek® ms instrument reported a result of (B)(6). The organism was confirmed through biochemical methods as (B)(6). An internal investigation into the event has been initiated by biomerieux.